Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers and no blank display noted. The insulin pump passed displacement test, operating currents, self test and off no power test. The insulin pump has minor scratched display window and with cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was scrolling autonomously through numbers and the screen went mostly blank. Customer's blood glucose was 149 mg/dl. Customer was advised to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.